Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer advised that she just noticed today that the check button no longer worked. No adverse event alleged. A request was made for the return of the device.